Event description:
Customer reported difficulty with pushing the button on the top to open the pump, requiring the use of a fingernail. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional outcomes or corrective actions were recorded.